Event description:
On (B)(6) 2012, the customer stated they had been seeing an issue with discrepant electrolyte results on their c501 analyzer since the middle of the previous week. The customer stated they had approximately 20 patient samples with questionable results, and provided examples of two. Of the results provided, one ion selective electrode (ise) chloride result was erroneous and reported outside the laboratory. The initial result was 113 mmol/l and was reported outside the laboratory. The sample was repeated on a second c501 analyzer, serial number (B)(4). The repeat result was 101 mmol/l and was considered to be correct. There were no adverse events. The lot number and expiration date of the chloride electrode were not provided. The customer had calibration errors and control recovery issues, but declined to provide information regarding when the patient tests were performed in relation to the calibration and qc issues. The field service representative performed ise top end cleaning and ran ise checks and a precision test, with poor results. He observed the cleaner nozzle was overflowing the cells, removed the system covers, and found the rinse mechanism tubing was split. He replaced the tubing, and he performed ise calibration, quality controls, and a precision test, all of which were within the customer's established ranges.

Manufacturer narrative:
.